Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d9 and to provide the completed the completed investigation results. The actual device is not available for returned; therefore, an evaluation of the actual device was unable to be conducted. In this particular case, it can be deduced that the thumbwheel was unlocked due to some factor, e.g., by being touched with fingers, at some point between the product's removal from the package and its loading onto the guidewire. Subsequently, the thumbwheel was turned in this unlocked state, resulting in the release of the stent. However, due to the lack of specific information regarding the circumstances of this incident, the exact cause could not be determined. Ashitaka factory has been diligently working to ensure the product's quality through the implementation of the following tasks and inspections: 100% inspection to verify that the thumbwheel is in the locked position during the assembly of the deployment handle; 100% visual inspection to confirm that the thumbwheel remains in the locked position after the assembly of the deployment handle. For future use, please take note of the following precautions indicated in the instructions for use (IFU)of the misago product. Preparation of the stent system 2-1: [precautions]: confirm that the stent system is not damaged, and that the sterility has not been compromised. Preparation of the stent system 2-2: confirm that the thumbwheel on the deployment handle is in the "lock" position.

Event description:
The user facility reported that while loading the stent onto the guidewire, the stent was accidentally released due to the roller ball being depressed upon opening the package. A second misago stent was used successfully in the procedure. There was no injury to the patient and no blood loss. The procedure performed was a leg av fistula. Additional information received on 15 oct 2024: they did not depress the roller ball but were unsure of what occurred between opening the package and starting to use it. This incident did not cause any harm during the procedure or to the patient. The stent never entered the sheath or the patient.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the involved product code and lot#. No anomaly was found in the manufacturing record and the product inspection record. No similar report was found in the past complaint file. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.